Event description:
Customer reported that individual strips on ortho hbc microwell plates are becoming dislodged and fall out of the plate during testing. No death or serious injury was associated with this incident.